Event description:
This pt had a right total hip arthroplasty in 1992. She began having pain in her right hip over that past several months. X-ray revealed broken screws in the right acetabulum with possible loosening of components. She was admitted to this facility for revision of her right total hip arthroplasty, with revision of the right acetabulum component.